Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The received data includes the records for the period from (B)(6) 2019 till (B)(6)2019. The impedance trend curve showed a gradual but fluctuating decrease in impedance from 650 ohms in the beginning of may to approx. 350 ohms at the end of recording period. For the same period the rv continuity trend showed a drop from a stable value of approx. 550 ohms to intermittently under 200 ohms and was followed by sporadic recording failure. The available iegms showed artifacts on the farfield channel as well as on the right ventricular channel leading to oversensing and inappropriate shock deliveries as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 41 months, oversensing with inappropriate therapies was reported.